Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the cardiac resynchronization therapy defibrillator (crt-d) contributed to the patient's death. The spouse questioned whether the device was working and that the device "did not give me any warning" and that the patient "was doing great until they put in this device." The patient's cause of death has been requested and not received.